Manufacturer narrative:
Multiple attempts have been made to obtain the result of their testing but no call back from the customer. A follow up report will be submitted when new info becomes available.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue over the phone with the customer. The customer was advised to run extended self test (est), short self test (sst), performance verification test (pvt) and calibrations.